Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump no longer works. Customer also reports product was exposed to moisture and that there was a crack on the battery compartment. Trouble shooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident is unknown. No symptoms reported and therefore no treatment required. Product will be returned for analysis and replacement has been sent.

Manufacturer narrative:
Device passed self test and displacement test. Device received with partially broken off battery tube threads. Device received with moisture damage on electronic board assembly, moisture damage on motor home switch and moisture damage on force sensor resistor .